Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented for an unknown complication. The aneurysm is currently 8 cm in diameter. The CT revealed that the aneurx stent graft has migrated distally 5 cm into the aneurysm sac where it was folded upon itself with a proximal type I endoleak. The physician elected to reline the aneurx stent graft with an endurant bifurcated stent graft and endurant limb and the migration and type I endoleak were resolved. The physician stated that there was disease progression with aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.